Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.

Event description:
Removal of endossesous dental implant. Four implants were placed in class bone on 1/10/97 during a routine procedure. The implant in site #21 was removed on 4/8/97 due to infection. Bleeding and exudate were present ast time of implant removal.